Event description:
The caller alleges the bgstar meter is inaccurately measuring blood-glucose too high. As a result, additional insulin was administered causing hypoglycemia. The event was reported by both the pt ((B)(6) 2015) and the healthcare provider ((B)(6) 2015). The pt reported that due to the measurements of the bgstar glucometer, he injected 20 to 30 additional units of his unspecified insulin and started to feel ill on an unspecified date. The pt did not describe the hypoglycemia symptoms or if any corrective measures were needed. No info was provided regarding pt's diet and physical activity. It was not reported when the physician was informed about the event. Both the pt and physician refused to provide any further info.

Manufacturer narrative:
The device has been requested but has not been returned to the MFR. Neither the meter serial number nor test strip lot number were provided. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the info provided, the root cause of the incident could not be determined. Neither the blood-glucose value nor the amount of insulin dosed before the event were provided. Factors that may have contributed to the event include: environmental conditions, medical conditions, insulin and testing practices. No corrective action will be performed because no system failure can be confirmed. This event will continue to be trended.